Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tdh6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated that she was okay after implant. She went to go see health care provider (hcp) and he told her to leave it on the first channel. The patient was not getting results and couldn't get it up past 1 without it hurting. The patient went to second channel and she could get it higher. She has been on channel 2 at 2.2-2.8 volts for the last 8 weeks. The hcp did not give her permission to change settings but she hasn't been to the hcp since may and she never heard from a manufacturer representative so she turned it herself. The device was not working and she was 100% incontinent. The patient could not turn it up to 2.5 or 3.0 without the stimulation hurting. There was no therapy benefit, the patient use to be able to get to bathroom and now she just stands up and there it goes. The patient stated that for the trial it was on left side and worked for her. For the permanent device they put it on the right side. It was noted patient was feeling stimulation. The patient fell (B)(6) and broke the left leg how ever patient's reported issue started in (B)(6) prior to fall. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient noted that the saw a new doctor in tx who added mybetriq 50 mg daily. They set up gradual increases on interstim. Urodynamic study showed oab (overactive bladder).